Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when the returned brk needle was advanced through the returned dilator and sheath. Resistance was also noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with the skived dilator. Based on the received condition of the device and the information provided, the cause of the skived dilator remains unknown.

Event description:
This report is to advise of skiving noted during analysis.